Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and neo meter. No trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A port issue was reported with the adc meter. Caregiver reported the meter powered on with button press but was unresponsive upon test strip insertion. As a result of being unable to monitor glucose levels, customer experienced a loss of consciousness and hit his/her head. Hcp contact was made and customer was treated with glucose by unknown route of administration. There was no report of death or permanent injury associated with this event.

Event description:
A port issue was reported with the adc meter. Caregiver reported the meter powered on with button press but was unresponsive upon test strip insertion. As a result of being unable to monitor glucose levels, customer experienced a loss of consciousness and hit his/her head. Hcp contact was made and customer was treated with glucose by unknown route of administration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information section d-4 meter serial number has been updated based on the returned product. Meter (B)(4) was returned and investigated with retained strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter did power on with buttone press but it did not power on with strip insertion. The meter was further investigated. Meter was de-cased and upon an internal visual inspection, dirt contamination was observed on the ground shield port pin. No malfunction or product deficiency was identified due to an use issue.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. During the course of troubleshooting, it was determined the customer was using incompatible test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port issue was reported with the adc meter. Caregiver reported the meter powered on with button press but was unresponsive upon test strip insertion. As a result of being unable to monitor glucose levels, customer experienced a loss of consciousness and hit his/her head. Hcp contact was made and customer was treated with glucose by unknown route of administration. There was no report of death or permanent injury associated with this event.